Manufacturer narrative:
The device was not received for analysis and was reported to have been disposed; therefore no physical or visual analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. If there is any further relevant information received, a follow-up medwatch report will be submitted.

Event description:
When the case was over, when atherectomy was finished as they were removing the jetstream, the wire broke off inside the sheath. The procedure was completed using this device. No complication and patient was fine. The wire and sheath were removed together safely.